Event description:
Procedure: lap hysterectomy and bilateral salpingectomy oophorectomy.ftr (B)(6)(patient(B)(6)) + (B)(6)(patient (B)(6)) are linked as details for both cases were sent to us in one letter attached to the file. Patient dn (birth date (B)(6)1977) is a (B)(6) female gravida 4 (B)(6) who was admitted to the hospital on (B)(6) 2014 for a total laparoscopic hysterectomy and bilateral salpingectomy because of chronic pelvic pain and adenomyosis diagnosed on pelvic MRI. The surgery was uneventful. The cuff was closed with the v-loc in one layer. Patient was given indigo carmine dye intravenously. There was no extravasation of dye into the peritoneal cavity and the dye appeared in the foley catheter. Six days after surgery she was readmitted with a presumptive diagnosis of pelvic cellulitis. She began to bleed heavily and was taken to the operating room where the vaginal cuff was noted to have dehisced. She also had a cystoscopy performed by urology with diagnosis of a ureterovaginal fistula. A right ureteral stent was placed. She was discharged in good condition. She subsequently developed a right pyelonephritis treated with antibiotics. She was discharged on oral antibiotics. The right ureteral stent was eventually removed by the urologist and she did well afterwards. Final pathology report showed no evidence of adenomyosis.

Manufacturer narrative:
(B)(4).